Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
Customer complained loose screws of tube arm.

Manufacturer narrative:
The buckydiagnost fs (floor stand) is a system for general radiography. The main components of system are the floor mounted stand, the bucky table and bucky wall stand. The floor mounted stand is carrying over the vertical carriage the tube-arm and is movable in longitudinal direction behind the bucky table. The vertical carriage is vertical moveable manually or motorized. The tube-arm with the x-ray tube, collimator and control handle is lateral manual moveable. All described movements are carried out via control handle. Philips field service engineer investigated on site the tube-arm and found four fixing screws more less loose. Why the screws, which were installed in the factory with thread locker, were loose could not be clearly identified. It is conceivable that the fixation of the tube-arm was damaged or weakened due to a massive external forces, e.g. Rough handling by operators.